Manufacturer narrative:
Correction on initial report: disregard mz1000-07 the customer¿s report of an unspecified syringe tubing filter leak was confirmed. Visual inspection of the set noted no damage or any anomalies. Inspection under magnification observed no cracks, tool marks or stress marks on the filter component. Functional testing confirmed leaking from the 0.2 filter side weld line supplied by borla. The source of the leak is from the filters weld line. The root cause of the weld line leak is due to a supplier manufacturing error by supplier borla.

Event description:
It was reported that on the 14wt pulmonary/adolescent care unit, there was an unspecified syringe tubing filter leak. The customer states that there is no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on the 14wt pulmonary/adolescent care unit, there was an unspecified syringe tubing filter leak. The customer states that there is no known patient harm.